Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead had to be repositioned multiple times due to poor sensing. During one repositioning attempt, the helix of the ra lead did not extend and retract properly which led to the lead dislodging. The ra lead was remove and replaced prior to pocket closure. No adverse patient effects were reported.